Manufacturer narrative:
The customer was sent replacement parts. In follow up with a medela clinician on (B)(6) 2017, the customer stated she was diagnosed with mastitis a couple of weeks ago and was prescribed an antibiotic by her physician. She has finished taking the antibiotic and her mastitis is resolved. The customer only returned bottles. No other components were returned. The pump involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer contacted customer service on (B)(6) 2017, stating she was engorged and experiencing low suction with her pump in style advanced starter breastpump.